Manufacturer narrative:
(B)(4)

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Per the clinic, the patient reported hearing a "buzzing" with use of the implant.patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.